Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, a patient underwent an implant of a 26mm sapien 3 valve, in aortic position, by transfemoral approach. The valve was implanted higher than annulus level, there were no alignment difficulties. Therefore, the operator decided to implant a second valve, the second valve was successfully implanted. The final outcome of the patient was good, the patient was discharged on pod 9. As per medical opinion, the root cause of the event might be related to the patient's pre existing septal hypertrophy.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The imagery provided was reviewed and following observations were made: one side of valve was deployed too high from annulus (base of cusp) and towards the aorta. The patient's native annulus showed calcification. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. The complaint, valve malpositioned was confirmed based on the procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''as reported, valve was implanted higher than annulus level, there were no alignment difficulties. Therefore, operator decided to implant a second valve, the second valve was successfully implanted. The final outcome of the patient was good'', and ''per medical opinion, the root cause of the event might be related to the septal hypertrophy that the patient presented''. Additionally, noted the native annulus of the patient had calcification. Per training manual, septal hypertrophy and calcification are the factors that may affect thv positioning and deployment characteristics. Septal hypertrophy and calcification may complicate accurate positioning and deployment of the thv because of prominent angulation of the lvot and difficulty in maintaining coaxial alignment of the guidewire, sheath, and valve delivery catheter. In this case, patient factors (presence of hypertrophy and calcification) likely resulted in improper positioning and deploying the valve at high position. As such, available information suggests that patient factors (septal hypertrophy and calcification) and/or procedural factors (valve positioning and deployment technique) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.